Event description:
Pt was in the process of having a da vinci laparoscopic hysterectomy when it was noted that the intuitive endowrist pk dissecting forceps was missing one of the forceps tips. A laparoscopic search of the abdomen and pelvis for the missing forceps tip was conducted but it could not be found. The tip was seen on flat plate x-ray of the abdomen under the spleen. The forceps tip remains inside the pt and the pt is aware of this.